Manufacturer narrative:
Please see MDR-2016-29239 related to the 29mm biocor valve. (B)(4). Gtin: unknown, lot number unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a double valve replacement (dvr) procedure was performed; a 29mm biocor valve was placed in the mitral position and a 21mm biocor valve was placed in the aortic position. On (B)(6) 2016, the patient was observed to be declining secondary to increased gradients (mitral pressure 14mmhg mitral; aortic pressure 144mmhg) and a repeat dvr was scheduled. On (B)(6) 2016, the 29mm mitral valve was explanted and replaced with a 29mm epic valve and the 21mm aortic valve was explanted and replaced with a 21mm epic valve.